Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: white particles in the shell. A leak test and microscopic analysis were performed which identified a cracked valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "starting to leak".

Event description:
Patient reported left side "starting to leak." Manufacturer of the device is unknown. Device remains implanted.